Manufacturer narrative:
Device passed the self test and displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, line number 3540 file number 26 due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had software error detected alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they were unable to clear the alarm but were able to rewind the insulin pump. Advised that the insulin pump will need to be replaced and to revert to backup plan the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.